Event description:
It was reported to ge that during a tomography exam, the patient placed her hands in the operating mechanism and received fractures and other unspecified injuries. The incident was just reported to ge even though the event occurred some time before. The equipment is provided with hand rests for the patient and the patient is instructed to use those rests during the procedure. The device has since been taken out of service at this site.